Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 17-may-2024, it was reported that patient got issue of tape not adhering and the patient was got the issue of product is that patient is physical active. No further information available.